Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause of the low pump flow was most likely poor patient condition related. The returned product operated to specification and the patient had low volume. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, the medical doctor (md) reported that shortly after implant there was no flow. The impella cp device was replaced.